Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced poor vision and myopic surprise. The lens was explanted and exchanged with advanced technology intraocular lens (atiol). Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).